Event description:
It was reported there was damage to the pump housing specifically around the usb port, which affected the ability to charge the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump as the current pump was under warranty, provided instructions for putting the pump into storage mode, and instructed the customer to return the damaged pump with a prepaid label within ten days. The customer agreed to continue using the current pump until the replacement was received.